Event description:
It was reported that the shield of bd micro-fine¿+ pen needle was found damaged which compromised the sterility of the product. No patient impact was reported. The following information was provided by the initial reporter, translated from chinese to english: a needle was taken out of the bag, and the plastic protective shield of the needle was damaged, which led to the needle contamination and could not be used.

Manufacturer narrative:
An invalid lot number was provided. The information for that number is as follows: medical device lot #: 9268414, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: the lot number of the device involved in the reported complaint is not valid; therefore, neither a complaint lot history check nor DHR review could be performed. No samples were returned therefore, the complaint could not be confirmed, and the root cause is undetermined. This issue has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be re-opened for further investigation. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a CAPA is not required at this time. From picture returned by customer we can confirm those pen needles not produced by suzhou plant. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.